Event description:
It was reported the mainframe locked up when the x-ray button was pressed, and the system had to be rebooted. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.